Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised from a uni to a total knee due to alignment issues. Rep reported that x-rays, medical records, and additional information are not available.